Event description:
The complaint is reported as: "the balloon got broken during actual intubation. It slightly inflated, then deflated. Having checked the balloon, the user found that it had been broken so that removed it and replaced with a new kit." No injury to the patient was reported.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer (cmi) for investigation. Cmi reports that both cuffs of the device were inflated with a syringe however, they deflated immediately. The cuffs were immersed in water to identify the area of leakage. Cmi also reports that a 100% leak test is performed prior to release to assure that the balloons are not damaged. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the balloon got broken during actual intubation. It slightly inflated, then deflated. Having checked the balloon, the user found that it had been broken so that removed it and replaced with a new kit." No injury to the patient was reported.